Event description:
It was reported that a user experienced elevated glucose readings of 303 mg/dl after multiple failed attempts to insert and pair a freestyle libre 3 plus sensor, including a bent applicator needle and a sensor failure that required replacement; a subsequent libre 3 plus was placed and paired to the ilet, and the user was educated on bg run mode and advised to consult their care team regarding insulin settings, after which the user was transferred to the cgm manufacturer for support. Symptoms included hyperglycemia without associated clinical complaints. Outcomes included recovery with glucose returning to 141 mg/dl and no medical intervention or hospitalization. Investigation included user interview, review of device use conditions, and coordination with the cgm partner. Investigation of this case revealed a cgm sensor malfunction and unsuccessful pairing that necessitated a new cgm sensor. It was concluded that the event was attributable to cgm sensor failure and pairing issues rather than a malfunction of the ilet system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.